Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6) 2021, the patient experienced a seizure, vomited, and lost consciousness. An ambulance was called. At the time of the event, the cgm displayed 70 mg/dl, but the patient¿s bg was 40 mg/dl. The patient was transported to the hospital where she was admitted for 3 nights. The patient was treated with unspecified IV fluids and/or medications as the reporter could not remember the name of the medications/fluids. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.